Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for diabetic ketoacidosis and high blood glucose of over 800mg/dl. Customer indicated that the cannula was bent when it was pulled out at the hospital. It was found that the drive support cap was normal and the customer stated that the site is changed every 2 to 3 days. The customer's doctor recently changed the basal rates. The customer was advised to call back if further assistance is needed as it appears that the pump is operating as designed.